Event description:
Adverse event: flap exposure, incomplete surgery, surgical intervention, additional surgical procedure. Malfunction: tracker would not track left eye. An ophthalmic technician reported a pt's flap in the left eye was lifted and exposed "for longer than usual" during refractive surgery. She stated several attempts made to acquire the tracker on that eye failed. She reported that on one day postop, the surgeon fitted the eye with a bandage contact lens but was not clear if there was any inflammation. The ophthalmic technician stated a second surgical procedure has been scheduled for that eye.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager found no issue with the eye tracker and completed a successful system verification to specifications. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed as the surgeon has not provided any pt specific info. According to the site contact, the flap was lifted and exposed "for longer than usual", a situation that, according to literature, may contribute to improper hydration of the stroma and potentially result in an unplanned residual refractive error (1) (2). This potential injury or any other was not able to be evaluated in the absence of clinical records for review. References: complications of lasik, mittanamalli et al, indian j of oph, vol. 50:4, 2002. Variables affecting refractive outcome following lasik for myopia, feltham et al, eye jour, clinical study may 2007. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)